Event description:
The facility reported a colleague infusion pump which will not turn on. According to the facility, this event was identified during bio-medical testing. Upon reviewing the pump's event history, baxter quality engineering confirmed this condition as failure code 403:317:871:0000 and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which will not turn on was confirmed by baxter quality engineering as failure code 403:317:871:0000. This condition was caused by a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.